Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 3/13/97. On 3/15/97 after iabp for 38 1/2 hrs, blood was noted in the tubing and back into the pump. On 4/4/97, datascope received the voluntary medwatch form from the FDA; triage unit sequence number: 61748. The following info was rpt'd: the iab was inserted into th ept on 3/13/97. On 3/15/97, blood was noted in the iab line. The iab was removed and a second was inserted into the pt. Event complications: unk - rpt'd 3/17/97, 4/11/97. Pt current status: unk - rpt'd 3/17, 4/11/97.